Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During the check, the patient was noted to be pre-syncopal during the check. Upon leaving the clinic, the patient experienced a syncopal episode in the clinic's parking lot. Upon review, the right ventricular lead exhibited intermittent capture. An x-ray of the leads "showed good positioning". The lead was reprogrammed. The patient was stable following the syncopal episode.